Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that left ventricular (lv) lead bad positioning issue observed. The lead measurements were fine. The lead was unable to be explanted. The lead was capped and replaced on (B)(6) 2020. The patient was stable.